Manufacturer narrative:
An event regarding fracture involving a specialty triathlon pkr 8/9mm universal insert trial per file (B)(4) was reported. The event was not confirmed. The exact cause of the event could not be determined because the device was not returned. The reported device is needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that the trial was broken when the surgeon removed it after the trial.

Event description:
It was reported that the trial was broken when the surgeon removed it after the trial.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.